Event description:
Received a letter from a patient who was dissatisfied with the chemo-port patient had implanted in 2005. Pt stated that approximately one month after implantation of the port, the catheter broke off into three pieces. The fractured port was successfully retrieved, but patient had two incidents of hemorrhage, and had to stay overnight at the medical center to control the bleeding.